Event description:
Synovitis [synovitis]. Bilateral knee effusion [joint effusion}. Total knee replacement (left knee) [knee arthroplasty]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female patient (age not provided), initials unknown with osteoarthritis, kellgren and lawrence grade 04. This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous treatment with synvisc (hylan g-f 20), (B)(6) at the time of first course of synvisc injection. The lot number for synvisc was not provided. On an unspecified date, patient initiated treatment with intra-articular synvisc injection (of third course) in both knees (dose regimen not provided). On (B)(6) 2006, the patient received second synvisc injection of third course in both knees. On (B)(6) 2006, the patient experienced synovitis of both knees. On an unspecified date in (B)(6) 2006, the patient experienced bilateral knee effusion and underwent arthrocentesis (small effusion (1+), 35 cc of slight turbid and yellow fluid was aspirated). On an unspecified date in august 2006, the patient received treatment with betamethasone for synovitis and bilateral knee effusion. On (B)(6) 2006, the patient received third synvisc injection of third course in the left knee. On (B)(6) 2006, the patient underwent total knee replacement (in left knee). The action taken with synvisc treatment was not provided. The outcome for the events of synovitis of both knees, bilateral knee effusion and total knee replacement was not provided. Concomitant medications were not provided. The intensity for the event of synovitis of both knees was assessed as moderate and for the event of bilateral knee effusion was mild. The intensity for the event of total knee replacement was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis of both knees as definitely related and with the event of total knee replacement (left knee) as unrelated. The causal relationship between synvisc and the event of bilateral knee effusion was not provided. Additional information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and review by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.